Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown) in ventricular tachycardia, the device failed to cardiovert the patient. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device and multi-function cable were returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench testing, stress testing and synchronized cardioversion testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs did show check pads and poor pad contact messages. However, these messages are not always an indication of a device malfunction. The clinical data was not available and the electrode pads used during the event were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.